Manufacturer narrative:
The customer canceled the service call. The reported problem was resolved by the customer. No additional information was provided.

Event description:
The customer reported that 7700 system would not produce x-rays. No pt injury was reported.